Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28oct2019.

Event description:
The customer reported touchscreen failure. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. The field service engineer confirmed replacing the touchscreen resolved the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.